Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 197 events were reported for this quarter. 190 devices were received for evaluation. 119 events were duplicated during testing. The reported event was not duplicated during testing for 70 devices; however, the devices were outside specifications. 70 devices were found to be affected by internal corrosion. 5 devices were found to be affected by a migrated and worn internal component. 4 devices were found to be affected by a migrated component. 25 devices were found to be affected by worn internal components. 84 devices were found to be affected by damaged internal components. 1 device was found to be affected by compromised lubrication. 1 device was found to be affected by corrosion and non-stryker repair. 1 device evaluation is in progress. 4 devices are available for evaluation but have not yet been received. 3 devices were not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 197 malfunction events, in which the device overheated. 1 event had patient involvement; while the patient was not harmed, the user received a burn requiring no additional treatment and did not result in a scar nor infection. 96 reported events had no patient involvement; no patient impact. 98 reported events had patient involvement with no patient impact. 2 reported events had no known patient involvement or patient impact. (B)(4).

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. 1 device was found to be affected by corrosion. Correction: 3 devices were expected for evaluation; however, the devices were not returned to stryker. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 197 </noe> malfunction events, in which the device overheated. 1 event had patient involvement; while the patient was not harmed, the user received a burn requiring no additional treatment and did not result in a scar nor infection. 96 reported events had no patient involvement; no patient impact. 98 reported events had patient involvement with no patient impact. 2 reported events had no known patient involvement or patient impact.